Manufacturer narrative:
Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit was showing an amber alarm for a leak in the circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was from the non-ge patient circuit and was about 400ml/min. This was not a reportable malfunction. Additional information was received that the leak rate was from the non-ge patient circuit and was about 400ml/min. This was not a reportable malfunction.